Manufacturer narrative:
Zoll medical corp has not received the device for eval, and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a male pt, the device displayed a "release button" message. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.